Manufacturer narrative:
The account found the side rail has a broken end tube. The account replaced the side rail end tube and ratchet rivets to resolve the issue.

Event description:
The account alleged the side rail was not staying in the raised position. No patient impact.